Event description:
It was reported that during a drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the moderately tortuous, calcified and 90% stenotic mid circumflex artery. The physician attempted to place a 3.0 x 16mm taxus express2 stent, but was unable to cross the lesion. Then the physician removed the stent and observed damaged struts. There were no pt complications. The procedure was successfully completed with two smaller taxus express2 stents (8mm and 12mm). The pt status is reported as "ok".

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.